Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, an 12f delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder (lot: 7584300) was chosen for implantation utilizing a 12f amplatzer trevisio delivery system (lot#8572025). During deployment, a cobra shaped deformation was observed with the right disc. Deployment was reattempted several times, but the deformation persisted. The device was removed from the patient and a replacement 30mm amplatzer septal occluder (lot: 7942792) was used to complete the procedure successfully. There were no reported adverse patient effects and no clinically significant delay. The patient remained hemodynamically stable throughout the procedure. There was no angulation or kink noticed in the delivery system, and no interaction with cardiac structures. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, an 12f delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.